Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom of "no audio" caused by both speaker wires not soldered to the backflex. The backflex was replaced.

Event description:
It was reported that a spectrum pump had no audio. It was also reported that there was no pt injury.